Event description:
It was reported that the clinician reported that syringe pump did not deliver the full volume that it was supposed to deliver. "Nurse ended up pushing the rest of the drug. Nurse wasn't sure of the syringe size, but thought it was a bd either 3- or 5-ml syringe. She thought maybe the first time she had selected the wrong syringe size and so she ran the next drug being very careful to select the correct syringe size, but it still did not empty the syringe. Nurse couldn't remember other details. She then pulled the module and sent to biomed". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information: unique identifier (UDI) #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was not confirmed during the review of the log or replicated during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within ±2% of the actual volume. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. During the internal inspection process, the plunger position sensor was observed with oxide and corrosion. On 20 march 2025 at 8:03:55 am, the unit was selected, the syringe selected was bd 5 ml, an infusion with a volume to be infused (vtbi) = 1.23 ml and a rate = 108 ml/hr was started. One (1) minute later, the syringe was empty, the unit was selected, the syringe selected was bd 5 ml, the vtbi = 2 ml and the rate = 108 ml/hr, the infusion was started. At 8:05:25 am, the syringe infusion was completed, the user selected channel off, the unit alarmed for operator walkaway for four (4) seconds, then the unit was channeled off. The alaris system user manual v12.1.3 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use the smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.1.3 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause for the reported under infusion is being attributed to the oxide and corrosion on the plunger position sensor. The reported issue could not be replicated during laboratory testing or confirmed through review of the logs. Note that this report lists imdrf annex a1801, a040502, a0401, a040601, a040507, g02017, g04037, g04061, c0601, c23, c07, c070606, d01, d02, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned correction: remedial action # additional information: medical device serial #, device manufacture date and manufacturer narrative note that this report lists imdrf annex d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician reported that syringe pump did not deliver the full volume that it was supposed to deliver. "Nurse ended up pushing the rest of the drug. Nurse wasn't sure of the syringe size, but thought it was a bd either 3- or 5-ml syringe. She thought maybe the first time she had selected the wrong syringe size and so she ran the next drug being very careful to select the correct syringe size, but it still did not empty the syringe. Nurse couldn't remember other details. She then pulled the module and sent to biomed". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician reported that syringe pump did not deliver the full volume that it was supposed to deliver. "Nurse ended up pushing the rest of the drug. Nurse wasn't sure of the syringe size, but thought it was a bd either 3- or 5-ml syringe. She thought maybe the first time she had selected the wrong syringe size and so she ran the next drug being very careful to select the correct syringe size, but it still did not empty the syringe. Nurse couldn't remember other details. She then pulled the module and sent to biomed". There was patient involvement, however outcome is unknown.